Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 39 mg/dl. The customer stated that she had a low blood glucose reading of 47 mg/dl last night and woke up with 145 mg/dl. The patient stated that he had experienced low blood glucose reading for the last 3 weeks. The customer was advised to disconnect from the set and remove the reservoir from the pump. The customer was advised to speak to his health care provider regarding his low blood glucose readings.